Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was severely worn, partially split and lifted up from the jaw exposing metal. This type of teflon damage can result from continuous activation of the output without tissue between the probe and the grasping section.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separation may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that at the beginning of a therapeutic laparoscopic appendectomy procedure, the surgeon was performing a dissection when the teflon pad melted and caused the device to short out. The surgeon removed the device and replaced it with another similar device and the intended procedure was successfully completed. It was stated that no device fragment fell inside the patient. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event and was provided limited information.